Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information from this patient&#38112;caretaker that two years, ten months post-implant of this mechanical valve, this valve was explanted and replaced with another mechanical valve. It was also reported that the valve was not opening and closing properly. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.